Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2024-07881. It was reported that the patient experienced auto reducing with their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Correction a4 weight. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4903183.

Event description:
Additional information indicates that patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that associated with the issue.